Manufacturer narrative:
The suspect device is not expected to return for evaluation. The complaint could not be confirmed. The root cause could not be determined. A review of the device history and complaint database could not be performed since the lot number was not provided. Should the device be returned at a later date, the investigation will be re-opened.

Event description:
A medwatch report [mw5099283 alleges that during a drainage catheter placement procedure, the guidewire broke into several pieces. The patient was transferred to the surgical department for successful foreign body retrieval. No additional patient consequences to report.